Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unknown, implanted: (B)(6) 2016. Explanted: (B)(6) 2016, product type lead. Country: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the failed back surgery syndrome patient¿s implantable neurostimulator (ins) had detached from their subcutaneous tissue and was displaced downward. The thread that attached the ins to the subcutaneous tissue had reportedly detached. It was further reported that at the same time, the patient¿s looped lead was pulled down; the lead was displaced and went through their skin. The issue was reportedly in part related to the patient being skinny. It was noted the wound site was purulent and that the patient had developed an infection at their ins pocket. The patient¿s device was explanted and the infected site was cleansed as a result of the event. It was noted that ¿no malfunction¿ had occurred with the ins. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.